Manufacturer narrative:
Correction to manufacturing site - medwatch sections d3 and g1b -berlin 3003724334.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation and the information provided, it is likely that the electrical resistance between the two electrodes of the device in operation increases and the error message is then triggered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the high frequency electrosurgical unit had an e006 error. The issue occurred during an unspecified t cell receptor (tcr) procedure. There were no reports of patient harm.